Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 23-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('experience abdominal pain constantly') and multiple episodes of menorrhagia ('heavy periods', 'periods are horrendous, I lose clots roughly 3 cm in diameter', 'periods come every 28 days and lasts for 7 and are very heavy with clots', 'regular but slightly heavy periods') in a 40-year-old female patient who had essure (batch no. He0114x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corneal abrasion on (B)(6) 2016, amenorrhea on (B)(6) 2016, pain menstrual on (B)(6) 2016, heavy periods in 2012, headache in 2009, headache (the headaches progressed to mild chronic daily headache type.) In 2009, acute sinusitis in 2008, vaginal candidiasis in 2007, cancer, migraine, pregnancy and parity. Previously administered products included for headache: co amoxiclav 500 and co dydramol; for vaginal candidiasis: micronor; for an unreported indication: norethisterone until (B)(6) 2016, cerazette in 2012 and amitriptyline hydrochloride. Concurrent conditions included pain in hip since (B)(6) 2015, acute conjunctivitis since 2014 and hodgkin's disease (hodgkin¿s disease stage ia) since 2004. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("abdominal bloating and distention"), acne ("acne") and nausea ("nausea"), 1 year 5 months after insertion of essure. On (B)(6) 2019, the patient experienced the first episode of menorrhagia ("heavy periods"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and the second episode of menorrhagia ("regular but slightly heavy periods"). On (B)(6) 2019, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced procedural pain ("lower abdominal pain") and procedural nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea ("abdominal pain worsens during periods"), arthralgia ("hip and joint pain constantly"), migraine ("migraines frequently") and the second episode of menorrhagia ("periods are horrendous, I lose clots roughly 3 cm in diameter") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with bleomycin;dacarbazine;doxorubicin hydrochloride;vinblastine sulfate (abvd), radiotherapy and surgery (total laparoscopic hysterectomy with salpingectomy bilateral laparoscopic on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, the last episode of menorrhagia, pelvic pain and abdominal pain lower had resolved and the dysmenorrhoea, arthralgia, migraine, hormone level abnormal, abdominal distension, acne, nausea, adenomyosis, the last episode of menorrhagia, procedural pain and procedural nausea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, arthralgia, dysmenorrhoea, hormone level abnormal, migraine, nausea, pelvic pain, procedural nausea, procedural pain, the first episode of menorrhagia, the second episode of menorrhagia, the first episode of menorrhagia and the second episode of menorrhagia with essure. The reporter commented: patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy and conservation of the ovaries on (B)(6) 2019 with indication of heavy and painful menstrual periods. Examination tender anesthesia demonstrated a normal lower genital tract and bulky mobile anteverted uterus with some evidence of adenomyosis. Both tubes and ovaries were normal and mobile and otherwise the pelvis and the upper abdomen were normal. The ovaries were conserved and the uterus removed and sent for histopathology. There was some bleeding from the left angle of the vagina and the left pelvic sidewall and the left ureter was dissected in order to safely secure haemostasis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: macroscopic: right fallopian tube 70x80x10 mm, tube appears congested with multiple paratubal cysts. Left fallopian tube 70x10x10 mm, tube appears congested, again multiple paratubal cysts. Microscopic: the sections of fallopian tubes show scattered paratubal simple cysts. The sections of cervix show nabothian cysts but no evidence of cervical intraepithelial neoplasia, cervical glandular intraepithelial neoplasia or invasive malignancy. Diagnosis: uterus, cervix and fallopian tubes within normal limits. Ultrasound scan - on an unknown date: nothing found; on (B)(6) 2016: the ultrasound scan has confirmed the correct placement of the essure. Also saw a functional cyst in both ovaries. Also there is a possibility that she may have some adenomyosis.; on (B)(6) 2017: upper abdominal and pelvic scan were unremarkable.. Batch no: he0114x; production date: 2015-08-28; and expiration date: 2018-08-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter lawyer was added, it is a legal case now. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 21-dec-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('experience abdominal pain constantly') and multiple episodes of menorrhagia ('heavy periods', 'periods are horrendous, I lose clots roughly 3 cm in diameter', 'periods come every 28 days and lasts for 7 and are very heavy with clots', 'regular but slightly heavy periods') in a 40-year-old female patient who had essure (batch no. He0114x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corneal abrasion on (B)(6) 2016, amenorrhea on (B)(6) 2016, pain menstrual on (B)(6) 2016, heavy periods in 2012, headache in 2009, headache (the headaches progressed to mild chronic daily headache type.) In 2009, acute sinusitis in 2008, vaginal candidiasis in 2007, cancer, migraine, pregnancy and parity. Previously administered products included for headache: co amoxiclav 500 and co dydramol; for vaginal candidiasis: micronor; for an unreported indication: norethisterone until (B)(6) 2016, cerazette in 2012 and amitriptyline hydrochloride. Concurrent conditions included pain in hip since (B)(6) 2015, acute conjunctivitis since 2014 and hodgkin's disease (hodgkin¿s disease stage ia) since 2004. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("abdominal bloating and distention"), acne ("acne") and nausea ("nausea"), 1 year 5 months after insertion of essure. On (B)(6) 2019, the patient experienced the first episode of menorrhagia ("heavy periods"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and the second episode of menorrhagia ("regular but slightly heavy periods"). On (B)(6) 2019, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced procedural pain ("lower abdominal pain") and procedural nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea ("abdominal pain worsens during periods"), arthralgia ("hip and joint pain constantly"), migraine ("migraines frequently") and the second episode of menorrhagia ("periods are horrendous, I lose clots roughly 3 cm in diameter") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with bleomycin;dacarbazine;doxorubicin hydrochloride;vinblastine sulfate (abvd), radiotherapy and surgery (total laparoscopic hysterectomy with salpingectomy bilateral laparoscopic on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, the last episode of menorrhagia, pelvic pain and abdominal pain lower had resolved and the dysmenorrhoea, arthralgia, migraine, hormone level abnormal, abdominal distension, acne, nausea, adenomyosis, the last episode of menorrhagia, procedural pain and procedural nausea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, arthralgia, dysmenorrhoea, hormone level abnormal, migraine, nausea, pelvic pain, procedural nausea, procedural pain, the first episode of menorrhagia, the second episode of menorrhagia, the first episode of menorrhagia and the second episode of menorrhagia with essure. The reporter commented: patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy and conservation of the ovaries on (B)(6) 2019 with indication of heavy and painful menstrual periods. Examination tender anesthesia demonstrated a normal lower genital tract and bulky mobile anteverted uterus with some evidence of adenomyosis. Both tubes and ovaries were normal and mobile and otherwise the pelvis and the upper abdomen were normal. The ovaries were conserved and the uterus removed and sent for histopathology. There was some bleeding from the left angle of the vagina and the left pelvic sidewall and the left ureter was dissected in order to safely secure haemostasis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: macroscopic: right fallopian tube 70x80x10 mm, tube appears congested with multiple paratubal cysts. Left fallopian tube 70x10x10 mm, tube appears congested, again multiple paratubal cysts. Microscopic: the sections of fallopian tubes show scattered paratubal simple cysts. The sections of cervix show nabothian cysts but no evidence of cervical intraepithelial neoplasia, cervical glandular intraepithelial neoplasia or invasive malignancy. Diagnosis: uterus, cervix and fallopian tubes within normal limits. Ultrasound scan - on an unknown date: nothing found; on (B)(6) 2016: the ultrasound scan has confirmed the correct placement of the essure. Also saw a functional cyst in both ovaries. Also there is a possibility that she may have some adenomyosis.; on (B)(6) 2017: upper abdominal and pelvic scan were unremarkable. Batch no he0114x production date 2015-08-28 expiration date 2018-08-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('experience abdominal pain constantly/ localized pain') and multiple episodes of menorrhagia ('heavy periods', 'periods are horrendous, I lose clots roughly 3 cm in diameter', 'periods come every 28 days and lasts for 7 and are very heavy with clots', 'regular but slightly heavy periods') in a 40-year-old female patient who had essure (batch no. He0114x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corneal abrasion on (B)(6) 2016, amenorrhea on (B)(6) 2016, pain menstrual on (B)(6) 2016, heavy periods in 2012, headache in 2009, headache (the headaches progressed to mild chronic daily headache type.) In 2009, acute sinusitis in 2008, vaginal candidiasis in 2007, cancer, migraine, pregnancy and parity. Previously administered products included for headache: co amoxiclav 500 and co dydramol; for vaginal candidiasis: micronor; for an unreported indication: norethisterone until (B)(6) 2016, cerazette in 2012 and amitriptyline hydrochloride. Concurrent conditions included pain in hip since (B)(6) 2015, acute conjunctivitis since 2014 and hodgkin's disease (hodgkin¿s disease stage ia) since 2004. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("abdominal bloating and distention"), acne ("acne") and nausea ("nausea"), 1 year 5 months after insertion of essure. On (B)(6) 2019, the patient experienced the first episode of menorrhagia ("heavy periods"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and the second episode of menorrhagia ("regular but slightly heavy periods"). On (B)(6) 2019, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required). On 18(B)(6) 2019, the patient experienced procedural pain ("lower abdominal pain") and procedural nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea ("abdominal pain worsens during periods"), arthralgia ("hip and joint pain constantly"), migraine ("migraines frequently"), the second episode of menorrhagia ("periods are horrendous, I lose clots roughly 3 cm in diameter"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches") and genital haemorrhage ("heavy/abnormal bleeding") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with bleomycin;dacarbazine;doxorubicin hydrochloride;vinblastine sulfate (abvd), radiotherapy and surgery (total laparoscopic hysterectomy with salpingectomy bilateral laparoscopic on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, the last episode of menorrhagia, abdominal distension, pelvic pain, abdominal pain lower, menstrual disorder, dyspareunia, headache and genital haemorrhage had resolved and the dysmenorrhoea, arthralgia, migraine, hormone level abnormal, acne, nausea, adenomyosis, the last episode of menorrhagia, procedural pain and procedural nausea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menstrual disorder, migraine, nausea, pelvic pain, procedural nausea, procedural pain, the first episode of menorrhagia, the second episode of menorrhagia, the first episode of menorrhagia and the second episode of menorrhagia with essure. The reporter commented: patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy and conservation of the ovaries on (B)(6) 2019 with indication of heavy and painful menstrual periods. Examination tender anesthesia demonstrated a normal lower genital tract and bulky mobile anteverted uterus with some evidence of adenomyosis. Both tubes and ovaries were normal and mobile and otherwise the pelvis and the upper abdomen were normal. The ovaries were conserved and the uterus removed and sent for histopathology. There was some bleeding from the left angle of the vagina and the left pelvic sidewall and the left ureter was dissected in order to safely secure haemostasis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: macroscopic: right fallopian tube 70x80x10 mm, tube appears congested with multiple paratubal cysts. Left fallopian tube 70x10x10 mm, tube appears congested, again multiple paratubal cysts. Microscopic: the sections of fallopian tubes show scattered paratubal simple cysts. The sections of cervix show nabothian cysts but no evidence of cervical intraepithelial neoplasia, cervical glandular intraepithelial neoplasia or invasive malignancy. Diagnosis: uterus, cervix and fallopian tubes within normal limits. Ultrasound scan - on an unknown date: nothing found; on (B)(6) 2016: the ultrasound scan has confirmed the correct placement of the essure. Also saw a functional cyst in both ovaries. Also there is a possibility that she may have some adenomyosis.; on (B)(6) 2017: upper abdominal and pelvic scan were unremarkable. Batch no he0114x, production date 2015-08-28, expiration date 2018-08-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new reporter (lawyer), new adverse events (changes to menstrual cycle, dyspareunia, headaches, heavy/abnormal bleeding), new as reported (localized pain) were provided. The outcome for the adverse events bloating, changes to menstrual cycle, dyspareunia, headaches, heavy/abnormal bleeding and localized pain were updated to recovered/resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('experience abdominal pain constantly/ localized pain') and multiple episodes of menorrhagia ('heavy periods', 'periods are horrendous, I lose clots roughly 3 cm in diameter', 'periods come every 28 days and lasts for 7 and are very heavy with clots', 'regular but slightly heavy periods') in a 40-year-old female patient who had essure (batch no. He0114x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corneal abrasion on (B)(6) 2016, amenorrhea on (B)(6) 2016, pain menstrual on (B)(6) 2016, heavy periods in 2012, headache in 2009, headache (the headaches progressed to mild chronic daily headache type.) In 2009, acute sinusitis in 2008, vaginal candidiasis in 2007, cancer, migraine, pregnancy and parity 4. Previously administered products included for headache: co amoxiclav 500 and co dydramol; for vaginal candidiasis: micronor; for an unreported indication: norethisterone until (B)(6) 2016, cerazette in 2012 and amitriptyline hydrochloride. Concurrent conditions included pain in hip since (B)(6) 2015, acute conjunctivitis since (B)(6) 2014 and hodgkin's disease (hodgkin¿s disease stage ia) since 2004. In (B)(6) 2016, the patient experienced flatulence ("gas"). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("abdominal bloating and distention"), acne ("acne") and nausea ("nausea"), 1 year 5 months after insertion of essure. On (B)(6) 2019, the patient experienced the first episode of menorrhagia ("heavy periods"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and the second episode of menorrhagia ("regular but slightly heavy periods"). On (B)(6) 2019, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced procedural pain ("lower abdominal pain") and procedural nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea ("abdominal pain worsens during periods"), arthralgia ("hip and joint pain constantly"), migraine ("migraines frequently"), the second episode of menorrhagia ("periods are horrendous, I lose clots roughly 3 cm in diameter"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and irritable bowel syndrome ("irritable bowel syndrome") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with bleomycin;dacarbazine;doxorubicin hydrochloride;vinblastine sulfate (abvd), radiotherapy and surgery (total laparoscopic hysterectomy with salpingectomy bilateral laparoscopic on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, the last episode of menorrhagia, abdominal distension, pelvic pain, abdominal pain lower, menstrual disorder, dyspareunia, headache and genital haemorrhage had resolved and the dysmenorrhoea, arthralgia, migraine, hormone level abnormal, acne, nausea, adenomyosis, the last episode of menorrhagia, procedural pain, procedural nausea, flatulence and irritable bowel syndrome outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, flatulence, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menstrual disorder, migraine, nausea, pelvic pain, procedural nausea, procedural pain, the first episode of menorrhagia and the second episode of menorrhagia with essure. The reporter commented: patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy and conservation of the ovaries on (B)(6) 2019 with indication of heavy and painful menstrual periods. Examination tender anesthesia demonstrated a normal lower genital tract and bulky mobile anteverted uterus with some evidence of adenomyosis. Both tubes and ovaries were normal and mobile and otherwise the pelvis and the upper abdomen were normal. The ovaries were conserved and the uterus removed and sent for histopathology. There was some bleeding from the left angle of the vagina and the left pelvic sidewall and the left ureter was dissected in order to safely secure haemostasis. As per follow up on (B)(6) 2021: removal details: indication for surgery I procedure: adenomyosis, menorrhagia. Findings: normal lgt. Bulky mobile and uterus with adenomyotic features. Normal and mobile tubes and ovaries. Normal pelvis and upper abdomen . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: macroscopic: right fallopian tube 70x80x10 mm, tube appears congested with multiple paratubal cysts. Left fallopian tube 70x10x10 mm, tube appears congested, again multiple paratubal cysts. Microscopic: the sections of fallopian tubes show scattered paratubal simple cysts. The sections of cervix show nabothian cysts but no evidence of cervical intraepithelial neoplasia, cervical glandular intraepithelial neoplasia or invasive malignancy. Diagnosis: uterus, cervix and fallopian tubes within normal limits. Ultrasound scan - on an unknown date: nothing found; on (B)(6) 2016: the ultrasound scan has confirmed the correct placement of the essure. Also saw a functional cyst in both ovaries. Also there is a possibility that she may have some adenomyosis.; on (B)(6) 2017: indication: clinical history: lower abdominal pain and mild cramping associated with bloating for the last few months. Weight steady. Impression: - normal upper abdominal scan. - normal pelvic scan. Batch no he0114x, production date 2015-08-28, expiration date 2018-08-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:adenomyosis, menorrhagia,dysmenorrhoea, abdominal pain, abdominal distension, acne, pelvic pain, headache, abdominal pain lower , nausea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: new events: flatulence and irritable bowel syndrome added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 08-mar-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of bleeding menstrual heavy ("periods come every 28 days and lasts for 7 and are very heavy with clots" and "periods are horrendous, I lose clots roughly 3 cm in diameter") and abdominal pain ("experience abdominal pain constantly/ localized pain") in a 40 year-old female patient who had essure inserted (lot no. He0114x) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of corneal abrasion, amenorrhea and pain menstrual in 2016, heavy periods in 2012, headache and headache (the headaches progressed to mild chronic daily headache type.) In 2009, acute sinusitis in 2008, vaginal candidiasis in 2007 and abdominal pain, low back ache, cyst, parity 5 (all female), multi gravida, dysfunctional uterine bleeding, uti, pain upon movement, menorrhagia, adenomyosis, parity 4, pregnancy, migraine and cancer. Previously administered products included: co amoxiclav [amoxicillin sodium;clavulanate potassium] and co dydramol for headache, micronor for vaginal candidiasis and amitriptyline hydrochloride, cerazette [desogestrel], norethisterone and depo provera. Concurrent conditions were listed as pain in hip since 2015, acute conjunctivitis since 2014 and hodgkin's disease (hodgkin¿s disease stage ia) since 2004. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced flatulence ("gas"). On (B)(6) 2017 she experienced abdominal pain (seriousness criterion medically important), abdominal distension ("abdominal bloating and distention"), acne ("acne") and nausea ("nausea"). In 2017 she experienced pelvic pain ("pelvic pain/ pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2019 she experienced a first episode of heavy periods ("heavy periods"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis") and a second episode of heavy periods ("regular but slightly heavy periods"). On (B)(6) 2019 she experienced a first episode of bleeding menstrual heavy (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced procedural pain ("lower abdominal pain") and procedural nausea ("nausea"). Essure was removed on (B)(6) 2019. On unknown date she experienced dysmenorrhoea ("abdominal pain worsens during periods"), arthralgia ("hip and joint pain constantly"), migraine ("migraines frequently"), a second episode of bleeding menstrual heavy, menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), irritable bowel syndrome ("irritable bowel syndrome"), hypersensitivity ("allergic or hypersensitivity reaction") and tooth loss ("dental loss") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with abvd (bleomycin;dacarbazine;doxorubicin hydrochloride;vinblastine sulfate) and radiotherapy as well as surgery (total laparoscopic hysterectomy with salpingectomy bilateral laparoscopic on (B)(6) 2019). At the time of the report, the latest episode of bleeding menstrual heavy, abdominal pain, abdominal distension, pelvic pain, abdominal pain lower, menstrual disorder, dyspareunia, headache and genital haemorrhage had resolved. The outcomes for dysmenorrhoea, arthralgia, migraine, hormone level abnormal, acne, nausea, adenomyosis, procedural pain, procedural nausea, flatulence, irritable bowel syndrome, hypersensitivity and the last episode of heavy menstrual bleeding were unknown. The reporter considered hypersensitivity and tooth loss to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, dysmenorrhoea, arthralgia, migraine, hormone level abnormal, the second episode of bleeding menstrual heavy, abdominal distension, acne, nausea, the first episode of heavy periods, pelvic pain, adenomyosis, the second episode of heavy periods, abdominal pain lower, the first episode of bleeding menstrual heavy, procedural pain, procedural nausea, menstrual disorder, dyspareunia, headache, genital haemorrhage, flatulence or irritable bowel syndrome. The reporter commented: patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy and conservation of the ovaries on (B)(6) 2019 with indication of heavy and painful menstrual periods. Examination tender anesthesia demonstrated a normal lower genital tract and bulky mobile anteverted uterus with some evidence of adenomyosis. Both tubes and ovaries were normal and mobile and otherwise the pelvis and the upper abdomen were normal. The ovaries were conserved and the uterus removed and sent for histopathology. There was some bleeding from the left angle of the vagina and the left pelvic sidewall and the left ureter was dissected in order to safely secure haemostasis. As per follow up on (B)(6) 2021: removal details: indication for surgery I procedure: adenomyosis, menorrhagia. Findings: normal lgt bulky mobile and uterus with adenomyotic features normal and mobile tubes and ovaries. Normal pelvis and upper abdomen. Ethnicity: british. E transient in relation to inflammatory / viral factors and may be related to recent abdominal sx. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2019: . Womb reported as normal [pathology test] on (B)(6) 2019: macroscopic: right fallopian tube 70x80x10 mm, tube appears congested with multiple paratubal cysts. Left fallopian tube 70x10x10 mm, tube appears congested, again multiple paratubal cysts. Microscopic: the sections of fallopian tubes show scattered paratubal simple cysts. The sections of cervix show nabothian cysts but no evidence of cervical intraepithelial neoplasia, cervical glandular intraepithelial neoplasia or invasive malignancy. Diagnosis: uterus, cervix and fallopian tubes within normal limits [ultrasound pelvis] on (B)(6) 2016: essure sterilization coils are noted within the fundus. A small amount of free fluid is seen in the pod. Impressions: right ovarian cyst is no longer present. [Ultrasound scan] on 17-aug-2016: the ultrasound scan has confirmed the correct placement of the essure. Also saw a functional cyst in both ovaries. Also there is a possibility that she may have some adenomyosis.; on (B)(6) 2017: indication: clinical history: lower abdominal pain and mild cramping associated with bloating for the last few months. Weight steady. Impression: - normal upper abdominal scan. - normal pelvic scan.; (date unknown): nothing found. Batch no: he0114x, production date: 2015-08-28, and expiration date: 2018-08-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:adenomyosis, menorrhagia,dysmenorrhoea, abdominal pain, abdominal distension, acne, pelvic pain, headache, abdominal pain lower , nausea. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: reporters added, lab data and medical history added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 05-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of several episodes of bleeding menstrual heavy ("periods come every 28 days and lasts for 7 and are very heavy with clots" and "periods are horrendous, I lose clots roughly 3 cm in diameter") and abdominal pain ("experience abdominal pain constantly/ localized pain") in a 40 year-old female patient who had essure inserted (lot no. He0114x) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of corneal abrasion, amenorrhea and pain menstrual in 2016, heavy periods in 2012, headache and headache (the headaches progressed to mild chronic daily headache type.) In 2009, acute sinusitis in 2008, vaginal candidiasis in 2007 and uti, pain upon movement, menorrhagia, adenomyosis, parity 4, pregnancy, migraine and cancer. Previously administered products included: co amoxiclav [amoxicillin sodium;clavulanate potassium] and co dydramol for headache, micronor for vaginal candidiasis and amitriptyline hydrochloride, cerazette [desogestrel] and norethisterone. Concurrent conditions were listed as pain in hip since 2015, acute conjunctivitis since 2014 and hodgkin's disease (hodgkin¿s disease stage ia) since 2004. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced flatulence ("gas"). On (B)(6) 2017 she experienced abdominal pain (seriousness criterion medically important), abdominal distension ("abdominal bloating and distention"), acne ("acne") and nausea ("nausea"). In 2017 she experienced pelvic pain ("pelvic pain/ pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2019 she experienced a first episode of heavy periods ("heavy periods"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis") and a second episode of heavy periods ("regular but slightly heavy periods"). On (B)(6) 2019 she experienced a first episode of bleeding menstrual heavy (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced procedural pain ("lower abdominal pain") and procedural nausea ("nausea"). Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea ("abdominal pain worsens during periods"), arthralgia ("hip and joint pain constantly"), migraine ("migraines frequently"), a second episode of bleeding menstrual heavy, menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), irritable bowel syndrome ("irritable bowel syndrome"), hypersensitivity ("allergic or hypersensitivity reaction") and tooth loss ("dental loss") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with abvd (bleomycin;dacarbazine;doxorubicin hydrochloride;vinblastine sulfate) and radiotherapy as well as surgery (total laparoscopic hysterectomy with salpingectomy bilateral laparoscopic on (B)(6) 2019). At the time of the report, the latest episode of bleeding menstrual heavy, abdominal pain, abdominal distension, pelvic pain, abdominal pain lower, menstrual disorder, dyspareunia, headache and genital haemorrhage had resolved. The outcomes for dysmenorrhoea, arthralgia, migraine, hormone level abnormal, acne, nausea, adenomyosis, procedural pain, procedural nausea, flatulence, irritable bowel syndrome, hypersensitivity and the last episode of heavy menstrual bleeding were unknown. The reporter considered hypersensitivity and tooth loss to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, dysmenorrhoea, arthralgia, migraine, hormone level abnormal, the second episode of bleeding menstrual heavy, abdominal distension, acne, nausea, the first episode of heavy periods, pelvic pain, adenomyosis, the second episode of heavy periods, abdominal pain lower, the first episode of bleeding menstrual heavy, procedural pain, procedural nausea, menstrual disorder, dyspareunia, headache, genital haemorrhage, flatulence or irritable bowel syndrome. The reporter commented: patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy and conservation of the ovaries on (B)(6) 2019 with indication of heavy and painful menstrual periods. Examination tender anesthesia demonstrated a normal lower genital tract and bulky mobile anteverted uterus with some evidence of adenomyosis. Both tubes and ovaries were normal and mobile and otherwise the pelvis and the upper abdomen were normal. The ovaries were conserved and the uterus removed and sent for histopathology. There was some bleeding from the left angle of the vagina and the left pelvic sidewall and the left ureter was dissected in order to safely secure haemostasis. As per follow up on 26-mar-2021: removal details: indication for surgery I procedure: adenomyosis, menorrhagia. Findings: normal lgt. Bulky mobile and uterus with adenomyotic features. Normal and mobile tubes and ovaries. Normal pelvis and upper abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: macroscopic: right fallopian tube 70x80x10 mm, tube appears congested with multiple paratubal cysts. Left fallopian tube 70x10x10 mm, tube appears congested, again multiple paratubal cysts. Microscopic: the sections of fallopian tubes show scattered paratubal simple cysts. The sections of cervix show nabothian cysts but no evidence of cervical intraepithelial neoplasia, cervical glandular intraepithelial neoplasia or invasive malignancy. Diagnosis: uterus, cervix and fallopian tubes within normal limits [ultrasound scan] on (B)(6) 2016: the ultrasound scan has confirmed the correct placement of the essure. Also saw a functional cyst in both ovaries. Also there is a possibility that she may have some adenomyosis.; on (B)(6) 2017: indication: clinical history: lower abdominal pain and mild cramping associated with bloating for the last few months. Weight steady. Impression: - normal upper abdominal scan. - normal pelvic scan.; (date unknown): nothing found. Batch no: he0114x, production date: 2015-08-28, and expiration date: 2018-08-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:adenomyosis, menorrhagia,dysmenorrhoea, abdominal pain, abdominal distension, acne, pelvic pain, headache, abdominal pain lower , nausea. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: medical record received. Event event hypersensitivity & dental loss added. New reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-dec-2018. The most recent information was received on 09-dec-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('experience abdominal pain constantly') and multiple episodes of menorrhagia ('periods are horrendous, I lose clots roughly 3 cm in diameter', 'periods come every 28 days and lasts for 7 and are very heavy with clots') in a (B)(6) year old female patient who had essure (batch no. He0114x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corneal abrasion on (B)(6) 2016, amenorrhea on (B)(6) 2016, pain menstrual on (B)(6) 2016, heavy periods in 2012, headache in 2009, headache (the headaches progressed to mild chronic daily headache type.) In 2009, acute sinusitis in 2008, vaginal candidiasis in 2007, cancer, migraine, pregnancy and parity. Previously administered products included for headache: co amoxiclav 500 and co dydramol; for vaginal candidiasis: micronor; for an unreported indication: norethisterone until (B)(6) 2016, cerazette in 2012 and amitriptyline hydrochloride. Concurrent conditions included pain in hip since (B)(6) 2015, acute conjunctivitis since 2014 and hodgkin's disease (hodgkin¿s disease stage ia) since 2004. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("abdominal bloating and distention"), acne ("acne") and nausea ("nausea"), 1 year 5 months after insertion of essure. On (B)(6) 2019, the patient experienced heavy periods ("heavy periods"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and hypermenorrhoea ("regular but slightly heavy periods"). On (B)(6) 2019, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced procedural pain ("lower abdominal pain") and procedural nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea ("abdominal pain worsens during periods"), arthralgia ("hip and joint pain constantly"), migraine ("migraines frequently") and the second episode of menorrhagia ("periods are horrendous, I lose clots roughly 3 cm in diameter") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with bleomycin; dacarbazine; doxorubicin hydrochloride; vinblastine sulfate (abvd), radiotherapy and surgery (total laparoscopic hysterectomy with salpingectomy bilateral laparoscopic on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, the last episode of menorrhagia, heavy periods, pelvic pain and abdominal pain lower had resolved and the dysmenorrhoea, arthralgia, migraine, hormone level abnormal, abdominal distension, acne, nausea, adenomyosis, hypermenorrhoea, procedural pain and procedural nausea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, arthralgia, dysmenorrhoea, heavy periods, hormone level abnormal, migraine, nausea, pelvic pain, procedural nausea, procedural pain, hypermenorrhoea, the first episode of menorrhagia and the second episode of menorrhagia with essure. The reporter commented: patient underwent a total laparoscopic hysterectomy, bilateral salpingectomy and conservation of the ovaries on (B)(6) 2019 with indication of heavy and painful menstrual periods. Examination tender anesthesia demonstrated a normal lower genital tract and bulky mobile anteverted uterus with some evidence of adenomyosis. Both tubes and ovaries were normal and mobile and otherwise the pelvis and the upper abdomen were normal. The ovaries were conserved and the uterus removed and sent for histopathology. There was some bleeding from the left angle of the vagina and the left pelvic sidewall and the left ureter was dissected in order to safely secure haemostasis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: macroscopic: right fallopian tube 70x80x10 mm, tube appears congested with multiple paratubal cysts. Left fallopian tube 70x10x10 mm, tube appears congested, again multiple paratubal cysts. Microscopic: the sections of fallopian tubes show scattered paratubal simple cysts. The sections of cervix show nabothian cysts but no evidence of cervical intraepithelial neoplasia, cervical glandular intraepithelial neoplasia or invasive malignancy. Diagnosis: uterus, cervix and fallopian tubes within normal limits. Ultrasound scan on an unknown date: nothing found; on (B)(6) 2016: the ultrasound scan has confirmed the correct placement of the essure. Also saw a functional cyst in both ovaries. Also there is a possibility that she may have some adenomyosis.; on (B)(6) 2017: upper abdominal and pelvic scan were unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: the following information were added: reporters; initial middle name; race information; product indication; stop date; new products; on event: nausea; lower abdominal pain; periods come every 28 days and lasts for 7 and are very heavy with clots; regular but slightly heavy periods; adenomyosis; pelvic pain; acne; abdominal bloating and distention. Initials name was exchanged from tp to tep. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.